Manufacturer narrative:
It can be confirmed and supported with the company's clinical application specialists report that the root cause of the reported event can be attributed to user error since the tear occurred post laser treatment. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical technique. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a torn flap on a patient's eye during a laser assisted flap creation. When the flap was lifted, tear was noted to be from the middle of the flap to the peripheral (radial). The two parts of the flap were put together and a bandage contact lens was placed in the eye.